Manufacturer narrative:
An analysis was performed on the returned device. The deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The return device is consistent with a successful deployment. The deformation is consistent with normal use. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery with using the pre-close technique via a 7fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly five devices failed: a prostyle device failed to deploy and physically broke, two prostyle devices had a cuff miss [suture retrieval issue] and two prostyle devices bent during use. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12fr and 18fr and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.